Event description:
It was reported that stimulation was turning on by itself. The pt was still getting stimulation benefit. It was unk if electromagnetic interference was a factor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).